Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping numbers were noted. The pump had cracked battery tube threads, reservoir tube, reservoir tube lip, cracked case near window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 31 mg/dl. The customer treated the low reading with juice. The customer stated that she took insulin injection at lunch because the pump was not working and she may have taken too much. The customer stated that the act and escape buttons are not working. The customer stated that the numbers were ramping on their own. The customer stated that the up and down buttons may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.